Event description:
Micro pituitary rongeur prong chipped during surgical procedure on patient's spine, sending small metal piece into surgical field. Diagnosis or reason for use: removal of loose bone fragments. Event abated after use stopped or dose reduced: yes.